Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high thresholds and under-sensing when connected to the implantable pulse generator (ipg). The lead was removed and replaced. No patient complications have been reported as a result of this event.